Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was no defect or device issue with the phenom 27 microcatheter. The pipeline was placed in a straight segment of the m1 vessel when if failed to open. No additional steps were taken to open the pipeline.

Event description:
It was reported that during a flow diverter embolization procedure for a ruptured, amorphous aneurysm located in the posterior communicating artery of the internal carotid artery, the pipeline embolization device was not opening well at the distal point despite several attempts by the physician. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as per IFU. The patient had severe vessel tortuosity, and the access vessel was the femoral artery with a diameter of 10mm. The aneurysm had a maximum diameter of 5mm and a neck diameter of 6mm, with a distal landing zone of 4.6mm and a proximal landing zone of 5mm. Dual antiplatelet treatment was administered, and the angiographic result post-procedure was reported as good. The device was replaced by a medtronic product. No patient symptoms or complications were reported.  Ancillary devices: envoy 6f guidecatheter

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.